Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the intralipids were leaking under/around the threads at the connection of the white clamp port on the trifuse microbore extension set with 3 bonded maxzero needle-free connectors and 3 slide clamps (red, white, blue) and the syringe adaptor set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the connection between the tubing and the tri-fuse set was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Examination under magnification revealed an uneven and scant distribution of bonding solvent on the edge of the tubing sheathed inside the luer entrance. Functional testing confirmed leaking at the bonded connection of the tubing to the top of the male luer of the filtered extension set. The cause of the leak was determined to be an insufficient bonding solvent application during assembly of the filtered tubing set.

Event description:
The customer reported that the intralipids were leaking under/around the threads at the connection of the white clamp port on the trifuse microbore extension set with 3 bonded maxzero needle-free connectors and 3 slide clamps (red, white, blue) and the syringe adaptor set. There was no patient harm.